Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was feeling pain and experiencing bleeding at the infusion set site. Customer's blood glucose level was at 220mg/dl. Customer' s mother stated the display of the insulin pump was working partially. Troubleshooting was administered and the customer's mother was coached hot to fix the issues. No further information reported.